Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 459 mg/dl. Customer had blood glucose level of 429 mg/dl at the time of call. Customer was not able to enter auto bolus. Customer declined troubleshoot for insulin delivery. The insulin pump will not be returned for the analysis.